Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2015. The revision surgery was due to patient hip dislocation. In the revision, the size 36mm, 0 degree hood acetabular insert was revised to a 36mm, 10 degree hood acetabular insert. The 36mm x 0mm femoral head was also revised to a 36mm x +4mm femoral head.